Event description:
Consumer called stating that the joystick fell off her chair causing her to allegedly be thrown from the device. Injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model m41srb, serial number/date code (B)(4) is approximately 1 year 9 months old. The owner's manual part number 1143206 rev g (feb-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown the consumer called stating that the joystick on her m41srb power chair had allegedly fallen off, twice. The consumer stated that she was unable to control the power chair and was allegedly thrown from the chair. An ambulance was called by a neighbor, but no medical attention was needed. The consumer stated that she has scheduled a doctors appointment due to bruising and scratches from the incident. Invacare consumer affairs called the consumer. The consumer stated that she had fallen out of her chair on two occasions. The knob on the power wheel chair was loose and the power chair continued to drive. She was not wearing a seat positioning strap. The owner's manual states a warning on page 6, "the seat positioning strap is a positioning belt only. It is not designed for use as a safety device withstanding high stress loads such as auto or aircraft safety belts. If signs of wear appear, the belt must be replaced immediately." Invacare consumer affairs was able to confirm that the consumers weight was (B)(6). This is the maximum weight limitation for the m41srb power chair as stated on page 10 of the owners manual. Consumer affairs advised the consumer that she is at the maximum for the weight capacity of the power chair and should qualify for a new chair. Invacare suggested that she contact her primary care physician and her dealer as soon as possible. The consumer has been utilizing this device for approximately 2 years. Invacare consumer affairs talked to the consumer's dealer and he confirmed that the consumer was not injured either time. The consumer did not seek medical attention. It was explained that the consumer is claiming that her weight is at the limit for the power chair therefore, the consumer should be measured for a new chair. The dealer was going to contact her insurance carrier and pcp.